Manufacturer narrative:
The customer was contacted for the return of the device. The customer has responded and indicated that the device is functioning as intended and will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device had a problem pacing. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.